Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device received with paint chipping, scratches and stains consistent with general wear and tear. Reservoir cover was cracked at the screw corners .fault in liquid- crystal display (lcd) display was confirmed. Segments of the display were missing. The root cause of the reported issue was found to be a faulty lcd. No action were taken due to the age and condition, device deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the warmer had a broken light-emitting diode (led). No patient injury was reported.